Manufacturer narrative:
The field service representative performed an instrument check and no issues were observed. He inspected the alleged sample. He poured the sample off and respun it. He observed the sample still had red cells and other debris in the sample. He performed a precision check and the results were within specification. The customer verified qc. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t stat results for 1 patient sample on a cobas 8000 e 602 module. At 6:17 am, the initial result was 0.071 ng/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated with results of 0.030 ng/ml and 0.028 ng/ml. The sample was repeated 3 times on another e602 line with results of 0.035 ng/ml, 0.034 ng/ml, 0.032 ng/ml. The repeat results were believed to be correct. The reagent lot number is 57499101 with an expiration date of 31-nov-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and procell/cleancell short alarm, water reservoir level too low, and abnormal aspiration alarms were noted. This is an indication of possible poor sample quality. The investigation did not identify a product problem. The issue was consistent with a pre-analytical handling issue which cannot be identified based on the limited amount of information provided.